Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited episodes of noise that was reproducible with isometric movements. The lead was capped and replaced on (B)(6) 2019.

Event description:
Related manufacturer reference number: 2017865-2019-14196.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited episodes of noise that was reproducible with isometric movements. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.